Manufacturer narrative:
The recipient reportedly wears a CPAP machine at night to treat sleep apnea. The headband of the machine caused an open sore at the implant site. Soft tissue was attempted, however, was unsuccessful. The surgeon decided to explant the device at this time. The recipient will be reimplanted once the site heals. The recipient is doing well.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly passed away due to a heart attack. The recipient's death was not device related. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.